Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a surgeon observed a significant lucent line under the patient's tibial plate.